Event description:
User received alarm 20 on their pump during operation, as verified in the pump history, indicating a cartridge alarm issue. No information was available regarding the customer's blood glucose level at the time of the event. Despite attempts to resolve the issue by loading a second cartridge with proper techniques, the alarm recurred, leading to the decision to replace the pump. The customer was informed of the need for a replacement and confirmed necessary details with technical support, including the return instructions for the malfunctioning pump.